Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.6., b.3., g.1.

Event description:
Healthcare professional reported right side "deflation". The device has been explanted.

Manufacturer narrative:
Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation."

Event description:
Healthcare professional reported right side "deflation" on an unspecified side. The device has been explanted.